Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head had trouble interrogating there was no light-emitting diode lit until it was tried with a known good cable. The head was to be saved for failure analysis testing. Concomitant product: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had difficulty interrogating pacemakers. It was noted that the programmer head was not needed back. The head was returned for service. No patient complications have been reported as a result of this event.